Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension vista 500 instrument. The quality control (qc) and calibration were acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. During this visit, the cse replaced the reagent 1 (r1) mixer and performed the alignments for reagent 1 (r1) and reagent 2 (r2) arms. Then, the cse ran mix studies and qc, which recovered acceptably. Siemens concluded that the potential cause of the falsely depressed tnih result was due to the improper alignment of r1 and r2 arms and the low mixing performed by the r1 mixer, which was resolved with the service activities described above. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely depressed high-sensitivity troponin I (tnih) result was obtained on a patient sample on the dimension vista 500 instrument when the sample was automatically repeated due to the sample initially recovering elevated. The falsely depressed result was reported to the physician(s), who questioned the result. The same sample was repeated a second time on the original instrument. The second repeat result was higher than the previous results. The second repeat result was reported to the physician(s). The customer confirmed that there was approximately one-hour of delay in reporting the patient results. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed tnih result.